Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('disorder or condition type of disorder or condition: pelvic inflammatory disease') and kidney infection ('infection (other) describe: kidney') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included asthma from 2009 to 2017, post-traumatic stress disorder from 2009 to 2017 and morbid obesity. Previously administered products included for prevent pregnancy: nuva ring from 2004 to 2005 and depo provera from 2002 to 2004. Past adverse reactions to the above products included weight increased with depo provera and nuva ring. Concurrent conditions included fibromyalgia since 2009. Concomitant products included hydrocodone bitartrate;paracetamol (norco) for pain as well as ibuprofen (motrin) and omeprazole (protonix). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), hot flush ("hormonal changes describe: hot flashes"), migraine ("migraines / headaches") and headache ("headaches"). In (B)(6) 2008, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2008, the patient experienced kidney infection (seriousness criterion medically significant). In 2008, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problem or changes"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In (B)(6) 2009, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type:bladder") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced amnesia ("neurological conditions or problems type: memory loss"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system:irritable bowel syndrome"). In (B)(6) 2018, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced altered visual depth perception ("vision/eye problems type: depth perception"). On an unknown date, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system:acid reflux"), abdominal pain lower ("lower abdomen pain"), back pain ("back pain") and urticaria ("rashes or skin conditions type: hives"). The patient was treated with carisoprodol (soma) and gabapentin. Essure (ess205) treatment was not changed. At the time of the report, the pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, hot flush, cystitis, urinary tract infection, kidney infection, migraine, headache, amnesia, dyspareunia, fatigue, irritable bowel syndrome, gastrooesophageal reflux disease, alopecia, vaginal discharge, altered visual depth perception, weight decreased, abdominal pain lower, back pain and urticaria outcome was unknown. The reporter considered abdominal pain lower, alopecia, altered visual depth perception, amnesia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, hot flush, irritable bowel syndrome, kidney infection, menorrhagia, migraine, pelvic inflammatory disease, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs received: product drug essure code 305 changed to 205. Event ¿injury¿ is replaced by ¿urinary problem or changes¿, new events-¿hormonal changes describe: hot flashes, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti bladder, infection (other) describe: kidney, rashes or skin conditions type: hives, bladder or urinary problems or changes, migraines / headaches, reproductive system disorder or condition type of disorder or condition: pelvic inflammatory disease, dental problems, neurological conditions or problems type: memory loss, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, vision/eye problems type: depth perception, fatigue, weight gain / loss specify which one: weight loss, gastrointestinal or digestive system condition type: ibs, acid reflux, hair loss, patient did not undergo essure confirmation test¿, concomitant drug, medical history, reporter added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.